Event description:
The customer reported to olympus, the evis lucera ultrasonic bronchofibervideoscope has leakage from the air/water channel. The reported issue occurred during receipt inspection. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube was peeled off, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a waterproof failure due to a broken channel tube. Upon further inspection, it was observed that the coating of the connecting tube peeled off due to deterioration. It was also observed that the electrical connector was corroded. It was observed that the universal cord was dented. It was also observed that the number of lost ultrasonic elements exceeded the standard due to a broken ultrasonic probe. It was observed that there was a black scratch on the image due to a broken charge-coupled device unit. It was also observed that the aspiration quantity was out of standard due to a broken channel tube. Lastly, it was observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. Olympus will continue to monitor field performance for this device.